Event description:
Boston scientific crm received info that the patient with this right ventricular lead felt dizzy after the initial implant procedure. It was determined that both leads were loose and a procedure was performed to reconnect the leads. Since that procedure, the pt has felt dizzy and experienced chest pain. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No add'l info is available at this time. This event will be reopened if any add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.